Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause of malfunction: user had an inaccurate reference.

Event description:
Consumer reported complaint for high blood glucose test results. The customer's expected fasting blood glucose test result range is 80-120mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is not stored according to specification in the kitchen. The test strip lot manufacturer's expiration date is 11/20/2018 and open vial date is 4/27/2016. The meter memory was reviewed for previous test result history (date / time not set): (B)(6). The customer has made recent changes in her medication but not her diet or exercise regimen. The customer is testing once to twice a day (fasting) and is taking medication for her diabetes (pill form).